Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle and post deployment. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. An xtw clip was successfully implanted. A second xt clip was then used. The xt clip grasped the leaflets, but during first establishment of final arm angle (efaa) the clip opened to about 30 degrees. The clip was unlocked and efaa was attempted again but the same issue occurred. Performed efaa one last time and it did not open, so the procedure continued. The lock line was removed. Once removed, the second efaa was performed, and the clip reopened to 40 degrees. The clip was then deployed. Once it deployed it opened another 10 degrees to a total of 50 degrees. The clip was stable on the leaflets and the mr was reduced to 1-2, so an additional clip was not implanted. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) and unintended movement (clip open ¿ locked) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement (clip open ¿ efaa) and unintended movement (clip open ¿ locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated; the first fluoro image was taken post deployment of the first clip (no reported issue) in which the fully deployed xtw clip and cds can be visualized. The delivery catheter (dc) shaft of the first cds is retracted against the steerable sleeve indicating the image was taken immediately post deployment. The second image was taken during usage of the second cds (reported device) in which the clip can be visualized attached to the dc shaft and the clip arms appear to be in the fully closed (~10°). Per the instructions for use, the user closes the clip until the clip arms form a distinct "v" shape (fully closed, ~10 degrees) and then continues with deployment maneuvers. As such, the second image was taken just prior to or during deployment maneuvers, but prior to detaching the clip from the dc shaft; however, it is unclear at which specific IFU step the first image was taken. In the third image the second clip (reported device) has been fully deployed and detached from the dc shaft; the dc shaft is fully retracted against the steerable sleeve. The clip arms appear to be opened to ~60°. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the arms are opened to a noticeably larger degree in the third image (post deployment) than in the second image (pre-deployment). Therefore, the cine provided align with the reported incident details that the clip arms opened an unconfirmed amount post deployment, as compared to the pre-deployment state. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).